Event description:
A pump reported an altitude alarm issue, causing the customer to suspend insulin. There was no adverse impact on the customer's blood glucose level, which stayed below 500 mg/dl. The customer was advised by technical support to clean the pump's speaker holes and reload a new cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.